Event description:
It was reported that doctor inserted the catheter into the right internal jugular vein (rij) and could not remove the wire. The doctor noted that when he applied pressure, the "tubing" covering the wire shredded. The doctor had to remove the entire catheter. There was no evidence of fracture of the guidewire. The doctor removed wire and reinserted another one which worked well. There were no patient complications reported.

Manufacturer narrative:
One-triple lumen presep catheter and one 0.032" guidewire was received for evaluation. Initial examination revealed that the guidewire was bent and kinked in several areas and was also broken at the "j" tip end. Visual examination found the wire to be broken at the weld on the straight tip end of the wire. The outer coil wire had also unraveled over a 16cm area. A new 0.032" guidewire was passed hub to tip and tip to hub on the returned catheter and was found to pass smoothly in both directions. The catheter body was also free of kinks and indentations. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Although device handling may have contributed to the failure reported, edwards is currently in the process of implementing a nitinol guidewire in this product family to facilitate easier placement.